Event description:
It was reported that the burr became stuck on the rotawire. The target lesion was located in a highly calcified proximal and middle left anterior descending artery. A 1.50mm rotalink plus and a rotawire were selected for use. After a successful rotablation procedure, upon removal of the device from the patient, it was noted that the burr became stuck on the rotawire. The rotawire was cut and the procedure was completed. No patient complications reported.

Event description:
It was reported that the burr became stuck on the rotawire. The target lesion was located in a highly calcified proximal and middle left anterior descending artery. A 1.50mm rotalink plus and a rotawire were selected for use. After a successful rotablation procedure, upon removal of the device from the patient, it was noted that the burr became stuck on the rotawire. The rotawire was cut and the procedure was completed. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer unit and burr unit were received together. A portion of the rotawire was returned in the device, the distal end of the wire had been cut as stated in the event description. The handshake connection, sheath, coil and burr were microscopically and visually examined. There are numerous sheath kinks. The sheath is torn/separated 21.2cm from the strain relief. The burr housing was removed to aide in removing the rotawire. The rotawire was removed from the device with resistance and was sent to coyol cis. The coil is stretched. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. Inspection of the remainder of the device presented no other damage or irregularities.